Event description:
The surgeon had the gemini stone basket in the "open" position in the ureter. The distal approximate 8" portion of the wire, including the basket, broke off. The surgeon was able to retrieve this "s" portion with a grasper.